Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited 'a cassette not attached' issue. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
The following field was updated with corrections: d4: primary UDI number: (B)(4). Investigation summary: the affected device was returned for evaluation in used condition and decontaminated. Visual inspection was performed. It had a bubbled dso seal, and scratched lcd lens. Performed functional testing. The customer's reported problem was duplicated. The most likely cause was the bad dso sensor, which was replaced to correct the problem. Dso seal, dso bezel, lcd lens, lcd lens seal, keypad, overlay gray, and rear label were also replaced. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.